Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received harmonic ace instrument and failure analysis has not been completed. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the harmonic ace shears tip broke and fell into the patient. Although the fallen harmonic ace shears tip was retrieved without patient harm, adverse outcome or injury, at this time is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the harmonic ace shears tip broke and fell into the patient. The broken piece was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.